Event description:
This ra lead was implanted on (B)(6) 2004 and remains implanted at this time. A call to technical services placed on (B)(6) 2014 stated that this lead is "fraying". No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).